Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 527 mg/dl. The customer was treated with manual injection,insulin pump. The customer declined troubleshoot for high blood glucose. Customer stated the insulin pump rattled when they shake it. The insulin pump will be returned for analysis.